Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that there seemed to be a problem with the depth measure, when set on 10 would take a graft so depth increased and still would take graft. An alternate device was available for use. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on (B)(6), 2017 revealed that the depth bar had visible damage and nicks. The depth bar was loose and able to move from side to side. The 2, 3 and 4 inch width plates were worn. Prior to repair, the device operated within motor speed specifications but was outside calibration and side to side specifications. Repair of the air dermatome was performed by zimmer biomet (B)(4) on december 15, 2017 which included replacement of the motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, external e-ring, reciprocating arm and 2¿/3¿/4¿ width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that there seemed to be a problem with the depth measure, when set on 10 would take a graft, so depth increased and still would take graft¿ was confirmed since during the initial inspection by zimmer biomet (B)(4) it was noted that the depth bar was loose and able to move from side to side. It was also noted that the device was outside calibration and side to side specifications. The root cause of the reported event was due to the loose depth bar and the device being outside calibration and side to side specifications. The issue was resolved with the replacement of the motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, external e-ring, reciprocating arm, 2¿/3¿/4¿ width plates and calibration of the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.